Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on 2017-feb-21 reported no diagnostics were performed as the patient passed out and had withdrawal symptoms at home. It was noted patient chose to let the medication/pump run dry as the pump reached end of battery life. It was noted the pump was dead(battery depleted). At this point, patient did not wish to have the pump replaced. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that on either (B)(6) 2016, the patient was told the elective replacement indicator (eri) was going to occur and the patient had to get the pump replaced by eri time. It was noted that the patient was seen by a surgeon on (B)(6) 2016 to discuss catheter and pump replacement. Then on (B)(6) 2016, the surgeon talked to the patient about doing surgery where the healthcare provider (hcp) would be taking out the pump and redoing the catheter. It was noted the patient was not given any information on how long the catheter would last and the patient never heard from the surgeon again. When the patient followed up, they were told the surgeon could no longer do it. Then, "about a week ago" on a saturday [(B)(6) 2017, the patient began hearing 3 dual beeps on the hour every hour. The patient notified his hcp sometime between (B)(6) that he was alarming. The hcp then called in oral medications on (B)(6) 2017, which the patient picked up on (B)(6) 2017. It was noted that the patient was told end of service would occur on 2017-feb-23. It was noted that the patient had laryngitis about a week before (B)(6) 2016. The patient was to follow up with the hcp. No other symptoms were reported.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported patient was receiving fentanyl 200mcg/ml for a total dose of 28.82mcg/day. Healthcare professional (hcp) reported an empty pump. It was noted hcp did not have access to the 8840/personal therapy manager. It was noted patient chose not to get the pump refilled as patient was going to get the pump explanted. It was noted that the alarm that was occurring on (B)(6) 2017 was for empty pump. It was noted patient missed a refill, and patient did not get the pump refilled on purpose. It was noted patient passed out and had classic withdrawal symptoms as well. Patient had talked to hcp about possibility of withdrawal and was willing to go through it since the patient did not want the pump refilled. It was noted that hcp was calling to turn the pump off since the patient no longer plans to use an infusion system. It was also reported that the alarm was due to elective replacement indicator (eri). Alarm heard/confirmed by telemetry and hcp reported eri occurred. Hcp confirmed the eri alarm was occurring. It was noted the eri was expected and no symptoms were reported. Pump off password was provided and no form obtained due to pump reached end of service in 5 days and patient has traveled in from a distance.